Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the mobile view station (mvs) would not shut off and the image acquisition system (ias) was not charging. When checking the viewing station, the uninterruptible power supply (ups) was found stuck in the on position. Representative manually reseated the uninterruptible power supply (ups) and the viewing station was able to torn off and the acquisition system was charging. Viewing station was restarted multiple times without any issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.no parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the mobile view station (mvs) of the imaging system would not shut down and was unable to connect to image acquisition system (ias). The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.